Manufacturer narrative:
The device was returned for analysis. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery (lcfa) with a prostyle device using an 8f sheath after a v-tach ablation procedure. Reportedly, the device was deployed without issue, however, it became stuck. It is believed the guide was caught on soft tissue. Contralateral access was obtained to get a balloon to the (lcfa) to provide pressure/tamponade/reinforcement to the area so the device could be removed with force and to control any possible bleeding. The device then came out as a single unit and no additional bleeding was observed. The suture from the same prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.